Event description:
It was reported that the universal surgical manipulator (usm) exhibited abnormal noise during operation. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported event was identified prior to surgery and prior to starting the procedure. No port was placed. As there was no abnormality with the movement of the arm, no action was taken during the procedure to resolve the reported event. There was no patient injury or harm. The surgery proceeded without issues, and there was no surgical delay.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the noises heard. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found the error not confirmed and not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the field replacement unit (fru) connector pogo-pin (fcp) plate was inspected, but no faults could be identified. The usm was analyzed and found the was confirmed and replicated. No data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where backdrive test was found very noisy on yaw and pitch. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the yaw and pitch motor mod, harmonics were inspected, and no faults could be identified. The complaint regarding an abnormal noise was confirmed by failure analysis. The probable root cause is attributed to mechanical defects resulting from the yaw and pitch motor modules located on usm.